Event description:
It was reported that on or about (B)(6) 2011, plaintiff was implanted with the ams monarc subfascial hammock with tensioning suture. Plaintiff attorney alleges that the monarc was "implanted to correct plaintiff's continuing complications after failure of the first implantation surgery and device." It was also alleged by plaintiff's attorney that, "despite the surgical revision in 2011, plaintiff suffers with urinary leakage, frequent urination, pain, infections, and difficulty with intercourse." It was further alleged that as a result of the product, "plaintiff has suffered serious bodily injury, mental and physical pain and suffering," and plaintiff was caused to suffer severe personal injuries, severe emotional distress, has required medical services and has sustained other damages.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.